Manufacturer narrative:
E1: initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not wearing a mask. The peritonitis was manifested by body aches. It was reported the patient was not hospitalized for the peritonitis event. The patient was treated with ancef (cefazolin, 1gram, discontinued). Action taken with pd therapy was not reported. At the time of this report, the patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.